Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/pain') in an adult female patient who had essure (batch no. 671873-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, stress incontinence, cystocele, hernia repair, thyroid operation, chronic cervicitis and squamous cell metaplasia. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2011. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as ibuprofen (motrin) from (B)(6) 2011 to (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2016 and sodium iodide (131 I) (radioactive iodine solution) since 2001. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), depression ("psych injury / depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), menorrhagia ("abnormal bleeding (menorrhagial)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and post procedural complication ("post removal complications") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain, bladder disorder, menorrhagia, vaginal haemorrhage, back pain and urinary tract infection had resolved and the female sexual dysfunction, anxiety, depression, migraine, dyspareunia, fatigue, hormone level abnormal and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury discrepancy in date of insertion (B)(6) 2011 and (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "abnormal bleeding (menorrhagial), abnormal bleeding (vaginal), back pain, uti" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/pain') in an adult female patient who had essure (batch no. 671873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, stress incontinence, cystocele, hernia repair, thyroid operation, chronic cervicitis and squamous cell metaplasia. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2011. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as ibuprofen (motrin) from (B)(6) 2011 to (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2016 and sodium iodide (131 I) (radioactive iodine solution) since 2001. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), depression ("psych injury / depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), menorrhagia ("abnormal bleeding (menorrhagial)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain and bladder disorder had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, dyspareunia, fatigue, back pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet and medical record received. Patient demographic added. New events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexualintercourse), psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and back pain were added. Medical history, lot number and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic/pain'). In an adult female patient who had essure (batch no. 671873-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine prolapse, stress incontinence, cystocele, hernia repair, thyroid operation, chronic cervicitis and squamous cell metaplasia. Previously administered products, included for an unreported indication: mirena from 1-jun-2009 to 30-nov-2011. Concomitant products included: levothyroxine sodium (synthroid) for hypothyroidism as well as ibuprofen (motrin) from november 2011 to march 2016, oxycodone hydrochloride;paracetamol (percocet) from november 2011 to march 2016 and sodium iodide (131 I) (radioactive iodine solution) since 2001. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), depression ("psych injury/depression"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), menorrhagia ("abnormal bleeding (menorrhagial)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain and bladder disorder had resolved. And the menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, dyspareunia, fatigue, back pain, hormone level abnormal, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: reporter's information added. Event: uti, post removal complications were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/pain') in an adult female patient who had essure (batch no. 671873-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, stress incontinence, cystocele, hernia repair, thyroid operation, chronic cervicitis and squamous cell metaplasia. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2011. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as ibuprofen (motrin) from (B)(6) 2011 to (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2016 and sodium iodide (131 I) (radioactive iodine solution) since 2001. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), depression ("psych injury / depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain and bladder disorder had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, dyspareunia, fatigue, back pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: update of information (batch is not valid). Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event abdominal pain, psych injury, bladder/urinary problems added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.